Event description:
Customer's mother reported a button error on customer's insulin pump. Customer's blood glucose was unknown. The numbers were scrolling when programming a bolus delivery. Customer replaced the battery and the device alarmed failed battery test. Customer replaced the battery again and the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No battery out limit alarm was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test.